Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that ¿a patient with transitional vertebra underwent a tlif and pso at th10-s2. L3/4, l4/5 and l5/s were operated with tlif and l3 with pedicle subtraction osteotomy (pso). During the operation, it was revealed that a cage should be implanted at l5/s was actually inserted at s1/2. Thereafter, the patient¿s condition suddenly changed. Cardiac compression was performed for (pt.) Heart rate dropped. It was performed on (pt.¿s) back because moving the body position was unable for rods were not yet connected. The patient¿s condition once improved, but aggravated again and additional cardiac compression was given by the direction of an anesthetist. Thereafter, pso was somehow completed and the operative field was closed immediately after placing rods. The patient¿s general condition prior to the surgery and (pt.) Comorbid disease was unknown. The total surgical time was 6-7 hours. It was unknown whether any other unusual vital signs (such as arhythmia and decrease of blood pressures) developed when the heart rate dropped. It was also unknown whether the patient had a cardiac arrest. Unidentified medicine and blood infusion were given for the treatment. Total amount of bleeding was unknown as well as the patient¿s post-operative general condition. The surgeon considered that the event might be due to myocardial infarction and not related to implants. The revision surgery was not scheduled and the cage implanted to s1/s2 was not removed. It was confirmed that cage implantation scheduled at l5/s was not conducted.¿ no additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.